Event description:
A customer reported their epiq cvx ultrasound system shut down during a tavr (transcatheter aortic valve replacement). The system was exchanged to complete the procedure. There was no user or patient harm as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A qualified service engineer evaluated the system based on the customer complaint. The service engineer confirmed the system was shutting down with error messages. The service engineer reseated all video related cabling and reloaded the software to address the customer's immediate concerns. The system has been returned to service, with no further similar issues.